Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted nine (9) years, six (6) months, underwent valve-in-valve procedure due to severe mitral stenosis, regurgitation, and flailed leaflets. The patient presented with acute hypoxic respiratory failure and found to be in cardiogenic shock with increasing pressor and inotrope requirements. Emergent echo showed severe bioprosthetic mitral valve stenosis with severe rv dilation and dysfunction. Tee showed torrential mitral regurgitation with flailed bioprosthetic leaflets. A 26mm 9750tfx transcatheter valve was successfully implanted inside the 25mm valve. The patient left the room in stable condition and was extubated the next day.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 31081, rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Per technical summary 33069, rev a, structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.